Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Event description:
Additional information was received and it was reported that during a transesophageal echocardiography (tee) procedure, an intermittent display of us acquisition hw_40 error message was observed while imaging and scanning with the probe. The probe was replaced and the procedure was completed with another ultrasound system and a competitor's probe. There was no loss of data so the patient was not rescanned. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), update/correct the initial reporter information (see sections e1,e2,e3), update the manufacturer's contact information (see section g1), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The customer service engineer (cse) reviewed the savelogs and was able to confirm the reported intermittent error message that had occurred.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. The system error message was reproduced, and leakage test failed with articulation sleeve hole by material quality. Liquid infiltration via the sleeve hole could affect electrical leakage and malfunction inside the transducer. A new articulation sleeve material has been implemented since sep. 2016 as an improvement action. This defective transducer is prior corrective action.